Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that the device displayed e301 (audio alarm failure) with no audible alarm tone. The device was returned to the biomedical engineering department with an unsigned note that stated, "wouldn't turn on". No tracking info was provided; therefore, specific pt info, pump programming, specific pt info, pump programming, or event details were not available. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility, the device displayed e301 (audio alarm failure) with no audible alarm tone. Though requested, no add'l info was provided.